Manufacturer narrative:
The most probable root cause is the stamping or grinding process. The customer did not provide a valid lot date but did return the sample for evaluation. The following controls are in-place to mitigate ¿broken blade¿ condition at aspen surgical (B)(4) site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. A 100% visual inspection by certified personnel is performed to segregate nonconforming material, including broken blades, prior to assembly and packaging process. Each associate performing 100% inspection process is certified and re-certified on an annual basis on blade defect criteria¿s. CAPA (B)(4) was initiated to evaluate current controls in place corrective actions identified were completed and CAPA closed on 10/26/15. New CAPA (B)(4) was initiated for the broken blade defect.

Event description:
"The surgeon, without applying any extra/excessive pressure, had the blade (component d2865-11) break off inside of the patient¿s shoulder on friday, (B)(6). They spent about 30 minutes retrieving the blade and I was assured the patient was ok afterwards."

Manufacturer narrative:
(B)(4).

Event description:
The surgeon, without applying any extra/excessive pressure, had the blade (component d2865-11) break off inside of the patient¿s shoulder on friday, (B)(6). They spent about 30 minutes retrieving the blade and I was assured the patient was ok afterwards.